Event description:
The event occurred in another country. The event is being reported due to the time required to get a replacement graft after the first graft was unusable. In 2008, a brachial access graft was being implanted at a surgical center some distance away from the main hosp. The surgeon made two incisions in the forearm. Using a tunneler the graft was pulled through. A loop was then made to loop the graft back towards the brachial artery. At this time the graft tore at the junction between the reinforced and non-reinforced section of graft. There was a delay of 45 to 90 minutes in getting another graft from the main hosp which could have exposed the pt to a significant risk in the surgeons opinion.

Manufacturer narrative:
The device was discarded by the hospital. No device available for eval. The graft reported in this MDR was contained in a batch of 7 grafts. They were manufactured in september 2007 and there have been no other reports of failure from this batch. The manufacturing and qc documents have been reviewed. There were no problems with the batch. Damage may have caused at the central support junction when the graft was first tunnelled. The central support on a centrally supported eptfe graft is not designed to be removed. The IFU states "do not remove central spiral support". Attempts to remove this support may damage, the graft. If damage occurs, discard the graft. If the central support portion of the device had been damaged whilst being dragged through the tunnel, this may have caused the damage to the device. Conclusion: vascutek will respond to the surgeon concerned and provide details in our final report.